Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 (B)(6).

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) the loop was leaking. No harm to the patient.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The customer replaced the spare device and continued the treatment without causing any harm to the patient. The customer informed the engineer by phone and stated that no repair is needed. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.